Event description:
It was reported that the patent was seen at the clinic, a piece of the lead seems to be eroding through the incision. Trauma to the site is unknown. Interrogation showed no impedance or abnormalities. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available.

Event description:
It was later reported by the provider that the lead wire is not extruding/eroding through the skin but rather only protruding underneath the skin. X-rays has been performed for the reported protrusion. No other relevant information has been received to date.